Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery multiple times. The customer has reported no delivery alarms from the insulin pump in the past and troubleshooting was done. The customer was advised to try different cannula lengths for the insulin pump in order to address scar tissues on the infusion site of the customer. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.